Manufacturer narrative:
The investigation for infection has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report:

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 49-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support for an escalation from the impella cp to the impella 5.5. While on 5.5 support, the patient experienced sepsis. The cause of the infection was unknown however, the physician did not believe it was impella related. The impella was removed as a form of source control.